Event description:
The account reported the right side rail could not latch. The stretcher is located in 4 west at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail lower pivot bolt for the latch is loose it is unscrewed out of the side rail weldment. The most likely cause would be due to force such as the side rail is run into an object during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician tightened the side rail lower pivot bolt for the side rail latch and the side rail functions as designed. Based on this information, no further action is required.